Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering because there was no pink dots on the graph. Customer¿s blood glucose was 322 mg/dl at the time of incident and other blood glucose level was 369 mg/dl. Customer had hyperglycemia. Troubleshooting was performed for under delivery. The devices will not be returned for analysis.